Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient suffered blackout resulting in patient being rushed to the emergency room where doctors insisted patient remain for additional medical testing. A few days later, patient was informed that his defibrillator was not functioning and device replacement was discussed. The device was found to be malfunctioning which resulted in patient not being able to receive hv output. Physician found that that due to the coating on the wire dissolving on the defibrillator resulted in the defibrillator to short and not function as it should have. The device was explanted and replaced. No information about the lead was provided. Physician elected to transfer patient to a rehabilitation center however patient was rushed back to the hospital due to patient¿s weakened physical condition. Patient required hospital care due to having suffered from low oxygen level and fluid buildup around the lungs. Patient suffered from compression of lungs and problems with swallowing and pain. Patient received further treatment and was released after weeks of treatment. Patient continues to receive necessary physical rehabilitation in his home.